Manufacturer narrative:
No injury or serious impairment of patient´s health was reported but remarked that patient´s treatment may have been delayed. It was further noted that hospitals service department repaired the device by exchange of the mainboard electronics. Since the hospital did not involve dräger into any follow-up measures and did not provide log files, the specific case could not be evaluated - the appropriateness of the hospital's repair measure can not be assessed as well. The exact nature of the system effect during the course of event is not clear, the triggering condition remains unknown. It can be related to component malfunction (but may be related/caused by poor maintenance - the affected device is more than 11 years old), an use error or infrastructure issues; a differentiation is not possible due to lack of information.

Event description:
It was reported that the device screen suddenly went black during patient use - medical staff immediately replaced it with another ventilator. No injury or serious impairment of patient´s health was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.